Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The date of implant is unknown but the date the device was manufactured to the date of death is approximately 8 months.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home. The cause of death was reported as cardiac arrest and obesity. It was not reported if the death was related to the ICD system. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.